Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 180-181 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.